Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle experienced pen needle breaking off. The following information was provided by the initial reporter: my father uses the bd needles ultra fines 0.23*4mm for lantus insulin. Yesterday morning when he was using the needle for his insulin dose he found out that needle is missing after injecting. Now we are confused whether it is in the skin or fell down on the floor. We went to the surgeon and checked and found out nothing. He also recommended x rays and CT scans. However we didn't find the conclusive evidence yet.

Manufacturer narrative:
H6: investigation summary two photos of a 32g x 4mm pen needle were returned from lot. No. 1012823, cat. No. 320477. Visual examination of the returned photos was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical sample was returned no further investigation could be carried out.

Event description:
It was reported that the bd ultra-fine¿ pen needle experienced pen needle breaking off. The following information was provided by the initial reporter: my father uses the bd needles ultra fines 0.23*4mm for lantus insulin. Yesterday morning when he was using the needle for his insulin dose he found out that needle is missing after injecting. Now we are confused whether it is in the skin or fell down on the floor. We went to the surgeon and checked and found out nothing. He also recommended x rays and CT scans. However we didn't find the conclusive evidence yet.